Manufacturer narrative:
This bone cement is manufactured at heraeus-kulzer and distributed through zimmer orthopaedic surgical products. Evaluation summary: we carefully investigated the manufacturing protocol of the complaint lot and could not find a deficiency. There was no change in the sealing medical paper when changing from label on paper to direct printing on paper. The seal of the medical paper to the plastic container is complete and there is no compromise in sterility. Medical paper always has a certain tendency for ripping if it is torn too fast or unevenly. However, we were unable to reproduce the complaint although we opened many blister packs in various ways (fast, unevenly, jerkily, with a tendency to the right and to the left) and the paper always peeled back correctly. Even when assuming that remains of the paper stay on the seal it is possible to pass the vial to the nurse for opening maintaining sterility. The crucial part is that the blister is sealed correctly. As the contents of the ampoule are sterile, it is possible to mix the bone cement maintaining sterility.

Event description:
It is reported that when opening the device, the nurse tries to open the package to pass the glass bottle to the scrub tech and the package does not tear open properly. It tears leaving part of the tyvek in the way, potentially compromising the vial sterility.